Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine the initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision recommended - right hip. Update ad 15 aug 2020: (B)(4) has been re-opened under (B)(4) due to receipt of claimsuite alerts. Claimsuite alleges pain. Updated unknown hip implant to sleeve product. Added head, cup and unknown stem product. Also added file handler, revision date, account name, surgeon and concomitant products. Doi: (B)(6) 2006. Dor: (B)(6) 2011; (right hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This stem is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device.